Event description:
It was reported during a laparoscopic bilateral tubal ligation a 512s trocar was inserted as the primary port without insufflation. Pneumoperitoneum was then achieved. Upon inspection of the abdominal cavity everything appeared to be normal. A secondary port, the 578sd was inserted under visualization and the scrub tech reports the blade shield did not re-engage to cover the trocar blade upon insertion. The trocar reportedly lacerated the uterus during insertion of the 578sd trocar. Bleeding occurred and hemostasis was achieved using electrocautery. The hosp is holding the 578sd trocar. 3/24/98 medwatch, #4500080000-1998-0001, rec'd from customer stating "trocar instrument lacerated pts uterus during laparoscopic procedure. Laceration was cauterized."